Manufacturer narrative:
The customer only provided his name and phone number. No address was provided. The name of the customer's meter was provided, but not the serial number. It is not possible to determine the manufacture date without the meter serial number.

Event description:
The customer used the chat option to contact customer service. He alleged that he performed a control test using his contour ts meter and received a result that was higher than 345 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer provided his phone number so that customer service could contact him, but there was no answer when he was called. No product will be returned.